Event description:
Additional review determined the following information [it was reported that the patient had loss of therapeutic effect. It was noted that the patient barely felt the stimulation and this started about a month prior to report. The patient states she can¿t get the ¿therapy to go up.¿ it was noted that when the patient first turned it on, it "jolts" her and then goes away. It noted that the patient ¿doesn¿t feel like she did before.¿] was reported in MFR report # 3007566237-2013-02473, any additional information received will continue to be reported in MFR report # 3007566237-2013-02473.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was no stimulation sensation. Patient last felt stimulation two days ago. The patient did not report anything unusual other than being at disney world and going on some of the rides. Patient avoided rides that toss their head around too much. It was noted the patient¿s programmer was turning their implant on and off, and the patient was able to increase and decrease stimulation. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Further follow up information from the healthcare professional (hcp) reported that no issue was found for the loss of stimulation and the implantable neurostimulator (ins) to turn off but if did resolve after reprogramming by the manufacturer¿s representative. It was also reported that the patient had good effect for a few months. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, serial#: unknown, product type: lead; product ID: 748925, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 7434a, serial#: (B)(4), product type: programmer, patient; product ID: 7425, serial#: (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator; product ID: 3487a-33, lot#: j0427678v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy, but was working with their doctor. It was stated they had an appointment on (B)(6) 2012. Additional information has been requested, a second follow up report will be sent if additional information is received.

Event description:
It was reported that the patient had loss of therapeutic effect. It was noted that the patient barely felt the stimulation and this started about a month prior to report. The patient states she can¿t get the ¿therapy to go up.¿ it was noted that when the patient first turned it on, it "jolts" her and then goes away. It noted that the patient ¿doesn¿t feel like she did before.¿ when the patient turned up stimulation, she couldn¿t feel anything. It was further noted that the patient went in for tests at the beginning of the year, which included a myelogram, and was told the device was in place by her healthcare provider.